Event description:
Description of event according to initial reporter: a dissection of the previously treated segment of iliac artery was noted after deployment of the zta. This was successfully treated with a gore viabahn endoprosthesis (6 x 40 mm). Patient outcome: the patient did require additional procedures due to this occurence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Article: https://doi.org/10.1016/j.jvscit.2020.09.002 c22 - appropriate term/code not available - usage problem identified (c23). Summary of investigational findings: from a publication review, cook medical became aware of a literature article from the eastern vascular society ¿shockwave lithotripsy facilitates large-bore vascular access through calcified arteries¿. The article describes an 83-year-old female patient with chronic obstructive pulmonary disease, peripheral arterial disease, and a 6-cm descending thoracic aortic aneurysm. The right common iliac artery had a 66.6-mm area of calcification with a maximal circumference of 91.7%. The right common iliac artery with a minimal diameter of 4.14 mm was treated with a 7 x 80 peripheral intravascular lithotripsy (ivl) system. This facilitated placement of an 18f dry seal sheath from an other manufacturer. After successful deployment of a zta-pt-36-32-209-w (complaint device), a dissection of the previously treated segment of iliac artery was noted. This was successfully treated with a stent graft from an other manufacturer. Review of the device history record gave no indication of the device being produced out of specification. According to the IFU, iliofemoral access vessel size and anatomy such as minimal calcium should be compatible with vascular access techniques and accessories of the delivery profile of a 16 french (6 mm od) to 20 french (7.7 mm od) vascular introducer sheath. Consequently, iliac artery diameter of 4.14 mm is incompatible with 18f dry seal sheath from an other manufacturer and zta-pt-36-32-209-w introducer sheath outer diameter of 7.1mm. It cannot be ruled out that introduction of zta could have led or contributed to dissection in access vessel. At the same time, introduction of the dry seal sheath or/and peripheral intravascular lithotripsy (ivl) system could also have contributed or could have led to dissection. However, based on the provided information it has not been possible to establish the exact cause of the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.